Manufacturer narrative:
Citation: wernly b et al. Transcatheter valve-in-valve implantation (vinv-tavr) for failed surgical aortic bioprosthetic valves. Clin res cardiol. 2018 jul 12. Doi: 10.1007/s00392-018-1326-z. [Epub ahead of print]. No unique device identifier (serial/lot) numbers were provided; without this information, it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the procedural and hemodynamic outcomes after valve-in-valve transcatheter aortic valve replacement (tavr) for different surgical and transcatheter bioprosthetic valves. All data were collected from six centers between 2010 and 2015. The study population included 223 patients (predominantly male; mean age 76 ± 11 years), 63 of which were implanted with a medtronic hancock bioprosthetic valve, 62 with a medtronic corevalve bioprosthetic valve, and 35 with a medtronic evolut r bioprosthetic valve. No serial numbers were provided. Among all patients, mortality at 30 days post-implant was 11% and 1-year post-implant was 24%. Based on the available information, none of the deaths were attributed to medtronic product. Among all patients, adverse events included: valve-in-valve implantation, second tavr valve (transcatheter valve placed inside a transcatheter valve) due to malposition of first valve, new permanent pacemaker implantation, conversion to surgery, coronary obstruction, stroke, transitory ischemic attack, major bleeding, moderate aortic regurgitation, stenosis, surgical prosthetic valve induced aortic insufficiency, low left ventricular ejection fraction and high mean pressure gradients. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between the observed adverse events and medtronic product. No additional adverse patient effects or product performance issues were reported.